Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on the visit on (B)(6) 2017, patient reported having left leg numbness and weakness, leg pain and painful stimulation. Patient was reprogrammed at that visit. Patient also reported new symptoms of back pain with numbness, tingling and weakness of the left leg for two weeks. Numbness and weakness of the left leg was reported to have been present prior to the stimulator implant. Patient reported these symptoms resolved with the stimulator up until 2 weeks prior to report and they had loss of pain relief. When patient has to urinate, they were having suprapubic pain. Imaging was ordered. There was no change in symptoms on (B)(6) 2017. Lower back pain was radiating to posterior leg. Reprogramming provided slight improvement of pain. Patient was having right rib/abdominal stimulation, coverage of left leg was poor. Imaging done on (B)(6) 2017 revealed paddle lead migration. Thoracic x-ray on (B)(6) 2017 showed paddle lead was to the right of midline and on sagittal view, the lead had migrated to the right lateral. The identify clinical diagnosis was lumbar radiculopathy. The outcome was reported to be unresolved at time of study exit/death/study closure. The etiology was related to device or therapy but not related to implant procedure or programming. No further complications were re ported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 17-oct-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on the visit on (B)(6) 2017, patient reported having left leg numbness and weakness, leg pain and painful stimulation. Patient was reprogrammed at that visit. Patient also reported new symptoms of back pain with numbness, tingling and weakness of the left leg for two weeks. Numbness and weakness of the left leg was reported to have been present prior to the stimulator implant. Patient reported these symptoms resolved with the stimulator up until 2 weeks prior to report and they had loss of pain relief. When patient has to urinate, they were having suprapubic pain. Imaging was ordered. There was no change in symptoms on (B)(6) 2017. Lower back pain was radiating to posterior leg. Reprogramming provided slight improvement of pain. Patient was having right rib/abdominal stimulation, coverage of left leg was poor. Imaging done on (B)(6) 2017 revealed paddle lead migration. Thoracic x-ray on (B)(6) 2017 showed paddle lead was to the right of midline and on sagittal view, the lead had migrated to the right lateral. The outcome was reported to be unresolved at time of study exit/death/study closure. The etiology was related to device or therapy but not related to implant procedure or programming. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that there were no actions taken to resolve the lead migration. It remained unresolved at time of study exit due to site closure on (B)(6) 2018. There were no further complications reported as a result of this event.